Manufacturer narrative:
Other, other text: the device, cables, and sensor are not expected to be returned to masimo to allow an analysis to be performed. If the products are returned for evaluation or new information is obtained, a follow-up report will be submitted. Health effect impact code: no adverse event, no patient impact d1. Concomitant medical products exceeded allowable field length, concomitant medical products is as follows: lncs sensor (24fw8), g15-05 cable (23e75), and lncs to rd adapter cable e1. Initial reporter address details were not provided. The device, cables, and sensor were provided by the initial reporter's dme, (B)(6)l. As such the facility name (B)(6) was entered in e1.

Event description:
The customer reported that the rad-g, cables, and sensor are "unreliable" and constantly display 'sensor off patient' ¿pulse search' or 'replace sensor' error messages. Per additional information from the customer, "also, there are times when it does not alarm and I look at the screen and it is a flat line, no telling how long it has not been reading. For a child who is medically complex, has a tracheostomy and is monitored 24/7 with an unreliable pulse ox machine, it could be detrimental to not have accurate and consistent readings." There was no patient impact or consequence reported.